Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was achieved using a starclose se device after an unspecified procedure. Reportedly, the physician was informed that the starclose se device was past the expiration date, but the physician used the device. Hemostasis was achieved with the clip of the starclose se device. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported use after expiration could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted the starclose instructions for use (IFU), in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.